Manufacturer narrative:
Complaint conclusion: as reported in the cordis real-smart study, approximately 6 months after implantation of an unknown smart flex vascular self-expanding stent (ses), follow-up imaging identified a 70% residual stenosis with evidence of restenosis greater than 50% accompanied by symptoms. This resulted in a target lesion revascularization via plain old balloon angioplasty (poba) and subsequently resolved. The event was classified as moderate in severity and not related to the device or procedure. The patient underwent an index procedure involving implantation of a single stent to treat one lesion in the right superficial femoral artery. The procedure was performed under local anesthesia using contralateral femoral access with an unknown 5f sheath. Pre-dilatation was performed using an unknown semi-compliant balloon, and no procedural complications or adverse events were reported. The stent was successfully deployed and fully expanded with balloon dilatation, with no residual stenosis at the end of the procedure and no need for target lesion revascularization prior to discharge. At approximately 1-month post-procedure, follow-up assessment with duplex ultrasound showed the patient to be asymptomatic with no residual stenosis, no restenosis, and no target lesion revascularization. No device deficiencies or adverse events were reported during this interval. At approximately 23 months post-procedure, follow-up imaging demonstrated no residual stenosis, no restenosis, and no need for revascularization. The patient was reported to have moderate claudication but no device deficiencies or adverse events during this period. At approximately 23 months post-procedure, follow-up imaging demonstrated no residual stenosis, no restenosis, and no need for revascularization. The patient was reported to have moderate claudication but no device deficiencies or adverse events during this period. At approximately 28 months post-procedure, follow-up findings remained stable with no residual stenosis, no restenosis, and no target lesion revascularization. The patient continued to have moderate claudication without any reported device deficiencies or adverse events. Follow-up data was available for a total duration of approximately 84 months, meeting long-term follow-up expectations, and the study was completed without death. Across the follow-up period, aside from the 6-month restenosis event requiring reintervention, there were no additional adverse events or device deficiencies reported. The device will not be returned for evaluation. Based on the available information, the reported events of ¿vascular stent restenosis¿ in this patient, including the initial occurrence at approximately 6 months post-procedure, followed by subsequent restenosis at approximately 44 months and progression to stent occlusion at approximately 83 months, are consistent with the progression of peripheral artery disease. There is no evidence of device malfunction or device-related mechanical failure, including fracture, migration, embolization, or thrombosis, throughout the follow-up period. The patient experienced multiple episodes of clinically significant in-stent restenosis requiring reintervention, demonstrating a pattern of recurrent disease progression over time. The observed restenosis and eventual occlusion are consistent with the natural history and known long-term outcomes of peripheral arterial disease in complex lesions rather than a deficiency of the device or procedure. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ the information available does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported in the cordis real-smart study, approximately 6 months after implantation of an unknown smart flex vascular self-expanding stent (ses), follow-up imaging identified a 70% residual stenosis with evidence of restenosis greater than 50% accompanied by symptoms. This resulted in a target lesion revascularization via plain old balloon angioplasty (poba) and subsequently resolved. The event was classified as moderate in severity and not related to the device or procedure. The patient underwent an index procedure involving implantation of a single stent to treat one lesion in the right superficial femoral artery. The procedure was performed under local anesthesia using contralateral femoral access with an unknown 5f sheath. Pre-dilatation was performed using an unknown semi-compliant balloon, and no procedural complications or adverse events were reported. The stent was successfully deployed and fully expanded with balloon dilatation, with no residual stenosis at the end of the procedure and no need for target lesion revascularization prior to discharge. At approximately 1-month post-procedure, follow-up assessment with duplex ultrasound showed the patient to be asymptomatic with no residual stenosis, no restenosis, and no target lesion revascularization. No device deficiencies or adverse events were reported during this interval. At approximately 23 months post-procedure, follow-up imaging demonstrated no residual stenosis, no restenosis, and no need for revascularization. The patient was reported to have moderate claudication but no device deficiencies or adverse events during this period. At approximately 23 months post-procedure, follow-up imaging demonstrated no residual stenosis, no restenosis, and no need for revascularization. The patient was reported to have moderate claudication but no device deficiencies or adverse events during this period. At approximately 28 months post-procedure, follow-up findings remained stable with no residual stenosis, no restenosis, and no target lesion revascularization. The patient continued to have moderate claudication without any reported device deficiencies or adverse events. Follow-up data was available for a total duration of approximately 84 months, meeting long-term follow-up expectations, and the study was completed without death. Across the follow-up period, aside from the 6-month restenosis event requiring reintervention, there were no additional adverse events or device deficiencies reported. The device will not be returned for evaluation.